Event description:
It was reported that a pump was returned to the customer with an incorrect software version.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The eval confirmed that the incorrect software version was loaded on to the pump. The correct software version was loaded.